Event description:
It was reported that while in the cath lab, the md inserted the super arrow-flex sheath however, the intra-aortic balloon (iab) could not be advanced through the sheath. As a result, the sheath was removed and another iab kit was opened. Additional info received on 7/20/09 states that a few moments later it was noted by perfusion and nursing that there was a large hematoma at the site of the insertion. As a result, the site was compressed and the iab was removed by int. Cardiology. Reference MDR # 1219856-2009-00350 for second event involving same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.